Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that during a surgery on (B)(6) 2023, when the surgeon was going to place the 2.4 locking screws, he placed the drill guide and passed the 1.8 drill, and the tip broke. A second 1.8 drill was used, and the same thing happened again. The instrumentalist mentioned that he thought they were using the 2.0 drill guide instead of the 1.8. A third drill bit was used to finish the procedure, the fragments were removed, and the procedure was completed successfully with a five-minute delay. There were no patient consequences. X-ray was used to confirm that no foreign bodies remained in the patient. It was found upon examination of the returned products on october 13, 2023 that the stardrive screwdriver shaft qc/t15 was also stripped and worn. This report involves one stardrive screwdriver shaft qc/t15. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 314.116, synthes lot: 6907423, supplier lot : n/a, release to warehouse date: june 14, 2012, manufactured by: synthes monument. No nonconformance reports (ncrs) were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the scrdriver shaft 3.5 t15 self-holding f/a was stripped/worn. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped/worn condition of scrdriver shaft 3.5 t15 self-holding f/a would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - t-15 screwdriver shaft self-retaining / stardrive (tm) / 100mm device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.